Manufacturer narrative:
Investigation summary: we have received one sample of IV set an 122 w/o from the customer. It is supposed to have a leakage between IV set end-tip adapter and by-pass(rubber tube). So we investigated it to find out the root cause of the case. We took an air leakage test with the complaint sample in accordance with IV set test standard-na IV set air leakage test of medical devices standard and specification. So we put (B)(4) of air pressure into the complaint IV set sample for 15 seconds and checked to see if the air leakage occurs. There is no air leakage between by-pass and end tip adapter. -as a worst case, we put it into the water bowl and added doubled air pressure (B)(4) to check if the smallest air leakage occurs. There is no air leakage in the complaint sample. Root cause: -we could not identify the defect on the received complaint sample. -based on the pir information from the customer, we only suppose that the leakage may have occurred by the time that end-tip adapter and other product are connected together. Conclusion: based on investigation and analysis on the complaint case, there was no leakage that occurred. However, based on pir information from the customer, we only suppose that the leakage may have occurred by the time that the end-tip adapter and other product are connected together. We keep monitoring the complaint case to see if the same complaint occurs again. No CAPA investigation is needed at this time. No other complaints for the same issue on the same batch or lot have been investigated. This evaluation did not confirm the customer¿s experience with the complaint sample.

Event description:
It was reported that the bd IV set an122 w/o pump t-type leaked on the at the end tip and rubber end. Found during use. No serious injury or medical intervention noted.